Event description:
It was reported that the patient was seen in clinic for a routine device check. Upon interrogation, the pulse generator exhibited inappropriate measured data. The device was explanted and replaced on (B)(6) 2014 due to an elective replacement indicator.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.